Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, vasovagal symptoms may include dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Vasovagal response is the body's response to triggers that over-stimulate the vagus nerve, which in terms causes vasodilatation and bradycardia. Typical triggers include pain, trauma, sudden positional change, stress, etc. It appears to be more related to the individual response. It is known that vasovagal responses are transient and resolve spontaneously within several minutes. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported to allergan that a patient received a coolsculpting treatment to lower abomen and upper flanks using cooladvatage applicator on (B)(6) 2022 and experienced intense abdominal pain during post treatment massage, irregular menstrual bleeding and fainting at home. Patient was seen by physician and was prescribed paracetamol and codeine. Once menstrual bleeding stopped patient was examined by the doctor and no internal damage was found.

Event description:
A treatment provider reported to allergan that a patient received a coolsculpting treatment to lower abomen and upper flanks using cooladvatage applicator on (B)(6)2022 and experienced intense abdominal pain during post treatment massage, irregular menstrual bleeding and fainting at home. Patient was seen by physician and was prescribed paracetamol and codeine. Once menstrual bleeding stopped patient was examined by the doctor and no internal damage was found.

Manufacturer narrative:
H11 corrected data: a2 d1 d4 g1 h3 h6